Manufacturer narrative:
Corrected information provided in b.5 and d.4. Corrected information has been received from initial reporter that suspect product was phaco tip and not irrigation/aspiration attachment. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that before a cataract surgery, an ophthalmic tip was found to be bent. The surgery was completed with new tip. There was no patient contact. Additional information has been received that indicates that the suspect product is phaco tip.

Manufacturer narrative:
One opened phaco tip was received. Sample was visually inspected and found to be nonconforming. The tip of the bevel was observed to be bent back. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip bent; therefore, a bent phaco tip was confirmed; however, how and when the phaco tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The exact root cause for the bent phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number of the product. G.6. Manufacturer report number corrected and reported under (B)(4). Additional information provided in d.1., d.2., d.3., d.4., d.10., g.1., g.4., and h.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that before a cataract surgery, an ophthalmic tip was found to be bent. The surgery was completed with new tip. There was no patient contact.